Event description:
The clinic reported that a laser vision correction patient received an overcorrected treatment in each eye. The patient was overcorrected by +0.5 to +0.75 and the patient's post op best corrected visual acuity was .7 and .8 (20/30 & 20/25).

Manufacturer narrative:
Date of event is (B)(6) 2013. Placeholder.

Manufacturer narrative:
No intervention was performed. Placeholder.

Manufacturer narrative:
(B)(4). The system was evaluated by an amo field service representative and no issues were found that relate to the reported event. Field service found a very small wobble in the beam however the system was within specification. Calibrations were performed to optimize all settings and alignments. All pertinent information available to amo has been submitted.    Placeholder.